Event description:
On (B)(6) 2010, patient reported he was attempting to change the insulin cartridge tonight and the piston rod would not fully return. Patient stated, the piston rod just kept spinning without moving and then he noticed that the small black piece, the "top hat" that the cartridge screws on to had broken off of the end of the piston rod. Patient reported instead of seeing the black piece on top of the piston rod, only the silver rod shows. Had patient attempted to return the piston rod during the call and it continued to make spinning noises without moving. Advised patient to switch to backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.